Event description:
It was reported that evaluation of the submitted log files revealed no external power alarm on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events was confirmed via the submitted log file. The submitted log file showed data spanning approximately 31.5 days (B)(6) 2020 per the timestamp). On (B)(6) 2020 from 05:33:35 to 05:33:57 the no external power alarm activated due to the rsoc and bus voltage simultaneously dropping across both cables while connected to the mobile power unit (mpu). The event appears to be related to a loss of ac power while the controller was connected to the mpu. The alarm cleared when power was restored to the mpu and the backup battery provided support to the system during the event. The alarms did not affect the controllers ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information about the reported event; to date, no response has been received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook, under section 3 ¿powering the system¿ covers how to ensure that the mobile power unit is plugged in to ac power properly. It also covers how to make sure to pull back on the end of the power cord to ensure a secure connection has been made. In addition, heartmate iii patient handbook mentions that the mobile power unit should not be plugged into an outlet that is controlled by a wall switch or an outlet that is on a multiple outlet adapter (power strip). Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records are unavailable due to the unknown serial number. No further information was provided. The manufacturer is closing the file on this event.